Event description:
On (B)(6) 2019, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verioflex meter read inaccurately high compared her feelings and/or normal readings. The complaint was classified based on the customer service agent (csa) documentation. The reporter stated that on the evening of (B)(6) 2019, the patient obtained an inaccurate high blood glucose result in the ¿300s mg/dl¿ range with the subject meter. The patient manages her diabetes with lantus and humalog insulin on a self-adjusting dose. In response to the elevated result, the reporter claimed the patient took additional insulin then on the same evening developed symptoms of ¿sweating and was incoherent¿; symptoms she associated with having low blood glucose. The reporter claimed he administered orange juice to the patient as treatment for the symptoms. On the same evening after the treatment was provided, the reporter claimed the patient¿s blood glucose was measured at ¿50 mg/dl¿ on a back-up verioflex device. The reporter also stated that on the morning of (B)(6) 2019, the patient obtained an inaccurate high blood glucose result in the ¿400s mg/dl¿ range with the subject meter. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa noted the patient did not have control solution available to perform a quality control test. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking extra insulin based on an alleged inaccurate high result obtained with the subject meter.